Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. Concomitant medical products: item number: 00630505028, item name: liner standard , lot #: unknown. Item number: 00620005422, item name: shell porous with cluster holes , lot #: unknown. Item number: unk, item name: femoral stem, lot #: unk. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01761. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately 12 years post-implantation patient underwent total right hip revision due to trunnionosis resulting in pseudotumors and dislocation. During the revision surgery the head, liner an shell components were removed and replaced. Attempts have been made and no additional information is available at this time.